Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively and the explanted ipg was not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.